Manufacturer narrative:
H6: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after centrifugation with 15 bd vacutainer® sst¿ ii advance plus blood collection tubes red cell hang up occurred. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation, red cell/counts in closure, in the wall on tube.

Event description:
It was reported that after centrifugation with 15 bd vacutainer® sst¿ ii advance plus blood collection tubes red cell hang up occurred. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation, red cell/counts in closure, in the wall on tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.